Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an umbilical hernia repair with mesh implanted last year, the patient had incurred a number of complications that have required draining and cauterization. The patient stated that he gets to see his doctor monthly due to this issue and he even spent time extra time in the hospital due to the issues. He also stated that he will be needing a re-operation.